Event description:
During review of the settings of the patient's explanted generator due to eri=yes (elective replacement indicator) it was noticed that the "as received settings" were output=0ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60sec/magnet on time=1ma/magnet on time=30sec/magnet pulse width=500usec. These settings are indicative of a faulted system diagnostics test. It is unknown if this occurred during the patient's generator replacement surgery or prior. Attempts have been made for additional programming history but have been unsuccessful to date.